Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed.

Event description:
Patient representative reported "damaging defects" and "surgical operations must be performed to repair and prevent further damage". Also advised "currently being treated for breast cancer"; this event is not device related. Healthcare professional also reported gel bleed and calcification. Device remains implanted. This relates to the right side.